Event description:
The complainant reported that the 63-year-old patient was on the impella cp and issues were encountered during positioning as the pump had slipped into the aorta. Weaning was already initiated, at time of report. Impella was then explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.